Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports unspecified juvéderm® injection. 3 months later, additional unspecified juvéderm® injection completed. 6 months later, patient developed bilateral erythematous nodules at the sites of the injection. Antibiotics (doxycycline 100mg po qdaily) provided. Unfortunately, there was not significant improvement after 3 weeks of treatment, especially at the right pre-auricular region where a severe abscess developed. This is the same event and the same patient reported under MDR ID 3005113652-2020-00194 (allergan complaint #(B)(4)). This MDR is being submitted for the first injection with unspecified juvéderm®.